Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was implanted with a dbs system on (B)(6) 2017. During the procedure, the lead exhibited low impedance measurements when connected to the ipg and extensions. In addition, the lead would reportedly get kinked while trying to place it in the desired position. As such, the lead was explanted and replaced which resolved the issue. Stimulation was restored post-operative.